Event description:
The customer reported the ventilator is unable to power on. No patient involvement. Technical support advised it is recommended to troubleshoot the power management (pm) board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: the device was evaluated by the customer and an international philips remote service engineer (rse). The international philips remote service engineer (rse) support advised it is recommended to troubleshoot the power management printed circuit board assembly (pm pcba). The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered pm pcba aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
It was reported that the ventilator is unable to power on due to a battery failure found during device testing. The philips international field service engineer replaced the battery the unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.